Event description:
It was reported that the customer received a button error alarm. The customer reported that the up button keeps scrolling from 0 to 300 continuously. Customer's blood glucose level at the time 200mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number scrolling anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip and a cracked display window.